Event description:
It was reported that during a lap cholecystectomy, the device jaws closed after firing, but didn't re-open. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
D4: serial #= na.